Event description:
The customer reported that the device issued a ¿speaker malfunct.¿ inop together with a loss of audio. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.